Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 45 mg/dl. The caller also stated that the insulin pump alarmed battery out limit due to the battery being out of the insulin pump. The customer was able to correct the time and date. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.